Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem and initial reporter email (e1), in section e - initial reporter. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that a cardiac tamponade occurred. The procedure was cancelled. During a procedure, a farawave 2.0 nav cath was selected for use. The transseptal access was lost thus when the physician was advancing back to left atrium, the guidewire could not be advanced. It was noted that the catheter's guidewire lumen was bent/kinked. Thus, a new farawave catheter and guidewire was obtained. The new guidewire got kinked almost right after. The procedure was stopped, and the staff noticed fluid in the pericardium on echo. A pericardiocentesis was performed (1l of blood). It took a long time, but the patient was stable in the end and transferred to a different hospital. It was further reported that the physician fell out of the left atrium (la) with the faradrive and no device was parked in left atrium (la) when la access was lost. It was tried finding the previous transeptal puncture using a cs catheter through the faradrive sheath. The second wire likely got kinked as it was in the pericardium. There was no issues with or damage to second farawave catheter.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem and initial reporter email (e1), in section e - initial reporter. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that a cardiac tamponade occurred. The procedure was cancelled. During a procedure, a farawave 2.0 nav cath was selected for use. The transseptal access was lost thus when the physician was advancing back to left atrium, the guidewire could not be advanced. It was noted that the catheter's guidewire lumen was bent/kinked. Thus, a new farawave catheter and guidewire was obtained. The new guidewire got kinked almost right after. The procedure was stopped, and the staff noticed fluid in the pericardium on echo. A pericardiocentesis was performed (1l of blood). It took a long time, but the patient was stable in the end and transferred to a different hospital. It was further reported that the physician fell out of the left atrium (la) with the faradrive and no device was parked in left atrium (la) when la access was lost. It was tried finding the previous transeptal puncture using a cs catheter through the faradrive sheath. The second wire likely got kinked as it was in the pericardium. There was no issues with or damage to second farawave catheter. It was further reported that the patient was discharged a day after and was in good condition.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a cardiac tamponade occurred. The procedure was cancelled. During a procedure, a farawave 2.0 nav cath was selected for use. The transseptal access was lost thus when the physician was advancing back to left atrium, the guidewire could not be advanced. It was noted that the catheter's guidewire lumen was bent/kinked. Thus, a new farawave catheter and guidewire was obtained. The new guidewire got kinked almost right after. The procedure was stopped, and the staff noticed fluid in the pericardium on echo. A pericardiocentesis was performed (1l of blood). It took a long time, but the patient was stable in the end and transferred to a different hospital.